Event description:
Damage to the pump housing around the usb port was reported, which affected the customer's ability to charge the pump, though it did not cause the pump to shut down. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent under warranty, and the customer was instructed on how to put the pump into storage mode before returning it. The customer understood and acknowledged the instructions for returning the pump using a prepaid label.